Event description:
The customer reported the ac power module connector pulled out and wires were exposed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out and wires were exposed. There was no reported patient involvement. The ac power module was not available for evaluation. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module were the connector pulled out and wires were exposed.